Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced but was confirmed through review of the history log and through observation of the alarm during functionality testing. System error 105 was determined to be caused by a seizing motor. The failed motor assembly was replaced.